Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the multi-unit abutment on # 7 fractured. Implant #7 still intact. No information in the patients chart indicated implant fracture. Symptoms as a result of the event: pain & inflammation.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0001038806-2021- 01597 was reported in error. Please disregard this submission. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.